Event description:
From medwatch received, it is stated that: pt came out of or and was placed in room. The ventilator (servo 300) was put on the pt. Shortly after the nurse noted that the vent was alarming, at the same time noted that the vent was off and that there was a hot electrical smell in the room. Pt was disconnected from the vent and bagged immediately. The vent was removed and replaced with another vent. There was no loss of saturation.